Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after an acl surgery on (B)(6) 2025 in which a biosure regenesorb screw was implanted, the patient experienced a systemic inflammatory reaction. The inflammation has been treated with celecoxib 200 mg qday, diclofenac gel prn, oxycodone/apap 5/325mg prn, ice/heat, an orthopedic brace, pt twice a week with associated hands on treatments, omt, oral and injected steroids in (B)(6) 2025, durolane in (B)(6) 2026 and shockwave treatment (B)(6) 2026. The symptoms improved on (B)(6) 2026 when a portion of the screw was removed; the specialist could not retrieve the entire screw. There is still an effusion in the joint and surrounding tissue. Patient current status is unknown.